Event description:
End user called in 2005 claims that the cable became detached and that one corner of the bed fell. Per the dealer the end user first reported no injury. Then the next day the end user called and claimed the head section collapsed and that the head section (bed end) separated from the bed frame. End user was laying on their right side and when the bed collapsed forced them to roll against the side rail and broke their bed sores open. In home visit nurse to tend to their bed sore that has now been reported as an open wound. Dealer picked up bed from end user, new bed in place.